Event description:
It was reported the customer had a reservoir leak on both of their reservoirs. Customer's blood glucose was 282 mg/dl. The customer will be treating their blood glucose with a manual injection. The customer did not specify where the leak was located on their reservoir. Customer will be calling back to troubleshoot for their reservoir leak. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.